Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical products - g7 freedom const e1 lnr 36mm I/ pn 010000987/ ln 3471600, g7 finned 4 hole shell 60g/ pn 110017107/ ln 3737145, echo por fmrl lat nc 14x150/ pn 192114/ ln 258230. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a revision due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product-g7 dual mobility liner catalog#:110024465 lot#:718460, g7 finned 4 hole shel catalog 110017107 lot 3737145, 28 mm cocr mod hd catalog 163665 lot 902610, echo por fmrl lat nc catalog 192114lot 258230. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02972.